Event description:
Surgical drain broke upon removal. Surgical intervention was required to remove the retained piece.

Manufacturer narrative:
A female pt had been discharged from the hospital to a long term care facility with a surgical drain in place following a ventral hernia repair. It was reported that the drain broke upon removal. The retained piece was approx 15.2 cm. It is not known how long the drain was in the pt prior to removal. It was not reported if there was resistance at the time it was being removed. No info was provided regarding the use of suturing material or instruments around the drain at the time of insertion or removal. The pt refused intervention when the retained piece was first known but later went to the ER with a 3 day history of abdominal pain. The retained piece was identified via CT scan and then surgically removed. The retained piece was reported to have one end that was jagged and uneven. Neither of the two pieces of the drain were retained for eval. At this time, a root cause has not been determined. (B)(4). No trend exists. Due to the reported incident, this medwatch is being filed.